Event description:
(B)(4). I had essure implanted in (B)(6) 2008, for whatever reason, the dr could only get it halfway in, so that's where it sat. From then on, I bled horribly 3 weeks out of the month, I have never bled so bad in my life, went back to him and he was going to do a tubal but I opted to wait until after the hsg testing after the 3 month time period. Anyways that was interesting the lady asked if I had ever had a blockage because the catheter wouldn't go in, finally after a few tries, she got it, the results did show the essure did close up. So I go to a different doctor who is just starting to do essure procedures, I tell her my issue and she agrees to see what she can do. She says she contacted essure and they said they had never heard tell of this before. So it took from probably (B)(6) until late (B)(6) for her to find the right instrument to cut off and hold the coils that were hanging out of my tubes, so they didn't fall in and get lost. I had a hysteroscopy surgery that same year in (B)(6), come to find out that the coils were in less than halfway (the halfway spot was showing)!! The rest of the coils embedded themselves in my uterus which was why I kept bleeding so badly because my body was trying to flush them out. She cleaned them all out, did a d and c and I was on my way with my pictures and extra coils. Now since then my periods suck about every other month or so worse than a teen for cramps! I have been getting crazy nodules on my feet and have had to have some of them surgically removed, they call them rheumatoid nodules but I've been tested an all the results are negative. I have also started having some issues with certain foods, numerous ear infections since they were implanted, and hip pain. Weight gain, sleep issues and adverse reactions to many hard narcotics.